Manufacturer narrative:
It was reported that stent did not open properly. Doctor succeed to open proximal flare, but inner (distal) flare stayed closed. As a result of analysis of returned device, outer sheath was not detached and stent was not returned. It is considered that the kinking of inner sheath has occurred during shipment or removal process. However, it is confirmed that the proximal part of stent was partially expanded but the distal part seems to be expanding still. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the root cause because the stent was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based on the not expanded stent normally after deploying, it is considered that the stent was slowly expanded due to the patient lesion's pressure and curve. It is stated on user manual as follows. 8. Potential complications - inadequate expansion. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Stent delivered into pancreatic pseudocyst without any problems. Unfortunately, did not open properly. Both flares twisted after delivery. Doctor succeed to open proximal flare, but inner (distal) flare stayed closed. An unstable position led to a pull of the stent after couple of days. Delivery system ready for return, but unfortunately stent lost in patient body.